Event description:
It was reported during a cardiac catheterization procedure, under fluoroscopy, it was noted the spyglass jl4 catheter had folded while in the artery. The catheter tip was removed through the introducer sheath.